Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an acdf procedure at c4-c7. The patient reports still having problems and has experienced "choking on food, pain in area of the surgery, also mechanical pain". It was also reported that approximately 39 months post-op, the patient underwent an additional surgery with screws and instrumentation posteriorly. According ot the report, the patient has "non-unions and claims to be in severe pain and has difficulty with everyday life". No further information oculd be obtained from the patient.